Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the bed will lose functions after it cycles four times. He has found signs of fluid ingress on the power supply circuit board.